Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent an anterior spinal fusion treating degenerative disease on (B)(6) 2020. While the plate was being bent and adjusted against the contour of the bone, the plate broke. The surgeon followed the proper surgical technique. Procedure was completed with a one-size larger replacement. There was no reported surgical delay. Concomitant devices: plate bender (part: unknown, lot: unknown, quantity: 1). This report is for a titanium (ti) vectra-t plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one ti vectra-t(tm) plate 2 level/34mm.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This mre review is for sterilization procedure only part: 450.564s, lot: 4l84856, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: may 22, 2019, expiry date: may 1, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in mezzovico part: 450.564, lot: 4l58108, manufacturing site: mezzovico, release to warehouse date: may 8, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: returned item has not been received in original packaging. Information etched on it matches to complaint system and DHR. The base plate component (art. 50170040/lot. 4l41956) of the affected item has been visually damaged post production and returned disassembled from the carriage (art. 50169400/ lot 4l32658). No evidence of visual nonconformance manufacturing related. Functional test: the correct functionality of the returned item has been confirmed on the carriage still assembled. No functional test possible on the disassembled carriage side but a verification of the DHR showed that a 100% functional check has been performed after that carriages have been assembled. All the items passed the functional test. Dimensional inspection: the returned part was reinspected for all the features still measurable relevant to the complaint condition. The measurable features have been found conforming to manufacturing specifications. Drawing/specification review: the returned item has been manufactured and then released in may 2019. No non-conformances or document change have been identified which may be related to the complaint condition. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. As per selected investigation flow, the investigations performed didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.